Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ syringe was not drawing. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that syringe was not drawing. Verbatim: consumer left voicemail reporting syringe not drawing-6mm 1/2ml, 31g.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe was not drawing. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that syringe was not drawing. Verbatim: consumer left voicemail reporting syringe not drawing-6mm 1/2ml, 31g.